Event description:
Customer reported that she received inaccurate readings from her sensor. She further stated her insulin pump was prompted to threshold suspend 15 times. Customer stated that when she took out her sensor, the cannula was bent. She since began use of the serter and the issue was resolved. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.